Manufacturer narrative:
(B)(4). Concomitant medical products: 163662, 28mm mod hd std neck tp1 taper, 494560, 150476, oss poly tibial bushing, 594960, 11-165218, ringloc bi-polar 28x47mm, 382420, 161034, oss rs poly fem bushings set/2, 252670, 150410, oss tibial poly bearing 12mm, 837020. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02798, 0001825034 - 2018 - 02799, 0001825034 - 2018 - 02797, 0001825034 - 2018 - 02801, 0001825034 - 2018 - 02802. Remains implanted.

Event description:
It was reported patient is experiencing nickel allergy three years post-implantation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.